Manufacturer narrative:
(B)(4). Method: the returned mr290v vented humidification chamber was performance tested by connecting to a waterbag. It was also visually inspected for damage. Results: when the chamber was connected to the waterbag, no water flowed through the feedset tubing, confirming the reported fault. Visual inspection revealed that there was an occlusion below the connection between the water feedset and the chamber dome. A lot check revealed no other complaints of this nature for lot number 100907. Conclusion: blockage in the valve system of the returned chamber prevented the water from flowing through. All chambers are tested prior to leaving the production line, ensuring that there is sufficient flow through the feedset and into the chamber. It is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. As the subject chamber worked properly for three days, this suggests that the blockage developed post production. (B)(4).

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product specialist that the "water was not supplied" to the mr290v vented autofeed humidification chamber after three days of use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product specialist that the "water was not supplied" to the mr290v vented autofeed humidification chamber after three days of use. No patient consequence was reported.